Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient presented to the clinic after receiving inappropriate therapy. Stored egms for non-sustained lead noise showed no lead noise, but loss of capture was observed. The device was reprogrammed. It was later noted that x-rays revealed the lead had dislodged and was explanted and replaced. The patient condition is good.